Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported additionally reported that the ra lead was explanted and replaced.

Event description:
It was reported by the patient that they have had two lead revisions. Follow-up with the clinic revealed that the right atrial (ra) lead has dislodged on two separate occasions. The lead was reprogrammed "off" after the second revision occurred, and the physician is planning to replace the ra lead in the near future. The lead remains in use. No patient complications have been reported as a result of this event.